Event description:
Patient underwent epidural placement. Following placement, anesthesia attempted to administer test dose. Anesthesia unable to push medication through catheter. Attempted trouble shooting without success. Catheter was removed and new epidural placed. Patient tolerated procedure well and epidural functioned appropriately.